Event description:
It was reported that a patient underwent an unknown neurosurgery on (B)(6) 2022 and suture was used. When the product was taken out from the package, the suture came loose and the needle came off. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The product was returned to ethicon for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that one labeled winding former with an undispensed suture, and a detached needle that pertains to product code vcp311h were returned for analysis. In order to evaluate the conditions of the returned sample, the strand was observed broken in several pieces into the petri dish due to the degradation process caused by exposure to the environment. This caused the needle to be detached. The product code vcp311h contains an absorbable suture. As the package was received open, the time of exposure to the environment could not be determined and a functional test cannot be performed. The foil was visually inspected, and no wrinkles or holes in the cavity were observed. No conclusion could be reached as to what caused the reported complaint. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ 275 g/m.